Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "material surface is rough, abrasive or uncomfortable" and/or "materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to avoid potential skin injury upon removal, gently pull the purewick female external catheter directly outward" and "to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was returned.

Event description:
It was reported that the pure wick in the hospital caused the patient to develop an e.coli/uti infection. The pure wick reportedly damaged the patients vaginal skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was returned.

Event description:
It was reported that the pure wick in the hospital caused the patient to develop an e.coli/uti infection. The pure wick reportedly damaged the patients vaginal skin.